Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Embolism and stroke are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that two days post left internal carotid artery stenting procedure with a xact stent, the patient was admitted to the hospital after she fell over her walker and sustained a spinal compression fracture. On (B)(6) 2010, nine days post stent implantation, the patient experienced right sided weakness which was felt to be embolic by the neurologist. MRI of the head showed acute foci of infarct. Carotid ultrasound revealed widely patent bilateral carotids. Plavix and aspirin were continued. Lovenox was added until therapeutic when coumadin could be started. The patients condition resolved to baseline on (B)(6) 2011 and the patient was discharged to a skilled rehabilitation facility. Though requested no additional information was provided.